Event description:
It was reported that during set up /inspection for use, the subject flex video scope 3d calibration was impossible. There was no patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Additionally, the following reportable malfunctions were identified during the device evaluation: loose objective lens adhesive a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: adhesive part of the objective lens has come loose should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.